Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 40 mg/dl and the sensor glucose was 40 mg/dl. Insulin delivery was suspended due to sensor values. Customer's other blood glucose was 189 mg/dl. Customer was treated with insulin pump. Sensor value that triggered the suspend event was unknown. Suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that insulin pump had stuck button alarm. Customer stated that did not press a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm. The sensor and insulin will not returned for analysis.